Event description:
It was reported that during an unknown procedure, it was found that the cartridge was broken before the package was opened. The cartridge pan was off, and the inner parts was off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. D4: batch # 695a47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned with an opened package and unfired with the reload pan partially dislodged from the left proximal side. In addition, 2 double drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 695a47, and no non-conformances were identified.